Event description:
The surgeon was performing a slap repair and was placing his more posterior superior anchor and made sure alignment was absolutely perfect. After pushing in the anchor by hand he used a small mallet to advance the anchor, and with the mallet he was only able to seat the anchor just flush with the bone before the inserter started to start bending about 10 mm from the anchor. At this point, the anchor could not be advanced any further. During placement of this next anchor the same technique was used; however, this anchor was more anterior and this anchor looked as if it went into it's hole with relatively less force than the other. After examining the inserter after the anchor was placed, we noticed the threaded portion of the inserter was no longer attached to the inserter. He left everything as described but was concerned if the anchors pull out they would cause a lot of damaged. Also see associated MDR 1221934-2008-00382.

Manufacturer narrative:
Although the complaint device has not yet been received for a failure analysis, this type of failure has historically been attributed to user technique. From an engineering perspective, damage to the inserter, "tip breakage", may have been caused by off-angle or off axis insertion into the bone hole. Off angle/axis insertion is the most likely cause for the inserter distal tip failure, usually the result of bending and/or twisting the anchor during deployment due to anchor / bone hole misalignment. The IFU states not to twist and/or bend the inserter upon insertion as the anchor, suture and/or inserter tip may be damaged. When the device is received, a failure analysis will be conducted, if the results of said investigation differ from the above hypothesis a follow up report reflecting the failure analysis conclusions will be filed.